Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. Visual inspection confirmed a crack in the blue luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC placed. The cap started leaking during the night, after a tubing change. There was no injury, but the line was leaking all night so missed some of patient¿s total nutrition. The PICC was replaced. No lot # or incident date provided.

Event description:
PICC placed. The cap started leaking during the night, after a tubing change. There was no injury, but the line was leaking all night so missed some of patient¿s total nutrition. The PICC was replaced. No lot#: or incident date provided.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.